Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure sometime around (B)(6) 2013. As the physician was tensioning the mesh legs following the sleeve removal, both mesh legs tore completely off from the mesh body, outside the patient. The physician removed this uphold device from the patient and completed the procedure by doing a standard repair with sutures. There were no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.